Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: envpro-16 (lot: unknown); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, in original packaging, submerged in clear solution, visual analysis showed the valve was discolored showing evidence of blood contact. All leaflets were flexible and appeared intact. Signs of creasing were observed on all leaflets, conditions attributed to crimping and recapturing. Leaflet 1 (l1) was open while leaflets 2 (l2) and 3 (l3) were in a closed position. All commissures appeared intact. The valve was placed in a cold saline bath to perform loading simulation. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed and appeared to exhibit complete dilation; no anomalies were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was loaded one time, without issue. The valve load was verified visually, with tactile feel and via fluoroscopy. Images were provided to medtronic for review. Per the image review, the image of the loading check is not enough to confirm the good load. There is no computed tomography (CT) scan to evaluate the annulus measure and valve size for any potential oversizing. There are no angiographic images that show the valve deployment to comment potential reasons for the stroke. Multiple factors can affect frame expansion, including patient anatomy (such as calcification location and levels) and procedure related factors (such as valve positioning). Infolding events are typically related to patient anatomical factors (such as calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, or bicuspid valve) and/or procedural factors (such as pre-case planning, sizing, loading, or user technique). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading, deployment or recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded one time, without issue. The valve load was verified visually, with tactile feel and via fluoroscopy. A pre-implant balloon aortic valvuloplasty (bav) was not performed. Upon attempted implanted, the valve would not expand. The target implant depth was 3 mm. Two attempts were made using the cuspal overlap technique and commissure alignment. The valve was recaptured and the system was removed from the patient. When the valve was removed from the delivery catheter system (dcs), valve folding was observed which was reported to explain the expansion issue. Per the physician, patient anatomy did not contribute to the infolding. A different dcs and valve were used for the implant procedure. During the valve implant, on the first attempt at deployment, the valve dislodged. It was reported that the pressure may have caused the valve dislodgement when pacing was stopped to check valve position. As a result of the dislodgement, an occlusion of the left angular artery was reported. Imaging confirmed that a stroke had occurred, causing the occlusion. As a result of the stroke, the patient had difficulty speaking. A transcatheter intervention was performed to retrieve the obstruction of the vessel. The speaking issue and occlusion were reported to have resolved and the patient was discharged. Per the physician, the patient did not have a medical history of stroke. No adverse patient effects were reported.